Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no complaints of the products manufactured with the same thread raw material batch used in this product. As stated in the instruction for use of the product: 'when working with novosyn® quick suture materials, great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, does not cause any crushing or crimping damage to the suture material.' Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that in the operating room, during surgery, the suture broke and had to be replaced three times. This is presumed to be a batch issue. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.